Event description:
Procedure originated in the popliteal. Dr made 4 passes with the device and removed for cleaning. Device was reinserted and another 4 passes were made and the device was again removed for cleaning. The device was once again reinserted and an additional 2 passes were made and the device was removed. During the final angiography, it was noticed that the peroneal had closed off distally. The dr went in with an aspirating device to clean out distal emboli. The dr stated that the pt's condition was good.